Event description:
Event description guidant received information that after being in service for 4.2 months, this pacemaker had declared an elective replacement indicator. The physician expressed concern regarding the longevity of this device.